Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected and the lot number was not provided. Should additional information become available, a follow-up report will be submitted.

Event description:
The patient was intubated on (B)(6) 2014. On (B)(6) 2014, the respiratory therapist reported the pilot balloon detached from the endotracheal tube and was laying in the patient's bed. The respiratory therapist further reported the pilot balloon appeared to not have been pulled or cut off from the endotracheal tube and it separated 'exactly' where it was connected to the endotracheal tube. The cuff was deflated and the endotracheal tube was left in the patient. The patient was not reintubated. The pilot line and balloon were thrown away. No harm was caused to patient.